Event description:
It was reported that it was not possible to advance the fox sv balloon catheter over a non-abbott guide wire as a lot of friction and resistance was felt. The fox sv was removed with resistance and another unknown device was used to complete the procedure. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. The patient was doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.